Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited low r-waves since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: product ID: d364vrg, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not capturing at full output and exhibited high thresholds. The lead remains in use. It was also reported that the patient heard an alert. The most recent device information available was only able to show information from the testing performed in office. The device remains in use. No patient complications have been reported as a result of this event.